Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
String of the tampax tampon came off easily when pulled, tampon string was shedding lint [device breakage] . Case narrative: consumer reported via social media that the tampon string was shedding lint. No injury was reported.